Manufacturer narrative:
No used or un-used infusion sets were returned to unomedical for investigations. The lot reference samples were visually inspected and tested for flow, static pull of tubing-tubing connector and pcc connector, ventilation to the pcap and leak. All test results were within specifications. The batch record 5043197 was verified and found it within specifications. Unomedical clinical evaluation: the distributor reported patient died due diabetic ketoacidosis. There is no further information available regarding this case. The distributor has known of this case since 2014. Not enough information to perform a clinical evaluation based on the investigations of lot reference samples, the claimed failure cannot be confirmed. If new information should become available the complaint will be re-opened and appropriate actions will be taken, including notifying the FDA.

Event description:
(B)(4). Unomedical was made aware of the below described death on (B)(6) 2016 by our customer and distributor (B)(6). Until then (B)(6) had regarded this case as an insulin pump case since being informed in 2014. From our notification from (B)(6): reporter name: (B)(6) - reporter address is (B)(6) - reporter status: attorney/legal representative - patient name: (B)(6) - patient city or county: (B)(6), united states. Reporter informs: "please be advised that our law firm has been retained to represent the estate of (B)(6), a (B)(6) year old man from (B)(6) who died of acute diabetic ketoacidosis on (B)(6) 2014. He passed at home in his basement unexpectedly where his mother discovered him at around 11 pm that evening. The blood glucose had reached approximately 600. At the time of death, mr (B)(6) was using a medtronic revel pump and paradigm infusion sets to control his insulin administration. It is our understanding that the infusion sets he was using were of lots subject to the mid-2013 FDA recall... Please note the pump is a model mmt-723nab, bearing serial number (B)(4)." Unomedical has further been informed that the infusion sets used were medtronic's quick-set paradigm, mmt-397, from lot number 5043197. (B)(6) has informed unomedical, that they are not able to provide any further information on this case. Unomedical manufactured the medtronic quick-set paradigm, mmt-397, of lot number 5043197 on 24-nov-2013, i.e. After the abovementioned medtronic recall process which came in effect in june-july 2013 covering a range of medtronic infusion sets produced up to and until june 2013.